Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issues. Additionally, it was reported that resistance was experienced during the fill process with multiple cartridge. The issue was resolved by performing a supply change. Customer¿s blood glucose level was 141-225 mg/dl.